Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-03457. It was reported the patient is no longer receiving stimulation. The patient was initially experiencing ineffective stimulation. However, an sjm representative was able to resolve the issue with reprogramming. X-rays identified the scs leads have become twisted as a result of the scs ipg flipping and have partially come out of the scs ipg header. Diagnostics also showed invalid impedance values. Surgical intervention will be taken at a later date to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.